Event description:
A malfunction alarm was reported by a distributor, rubin medical aps, related to a pump with malfunction code 16-0x20e6. The impact on the customer¿s blood glucose level is unknown as there was no provided data. The customer declined to share backup therapy information.